Event description:
The customer reported that the system was alarming. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The backplane, the system interface board, and the transition I/o printed circuit board were replaced. The system was tested and operates as intended.